Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump did not function as expected. The user reported that when the arterial pump head was stopped with the rollers in the 10 o'clock and 4 o'clock positions, the pump would drift back approx 1/16 of a revolution before coming to a stop. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.